Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per legal complaint no.: (B)(6). The following was alleged by the patient's attorney: on (B)(6) 2004 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug. On (B)(6) 2016 - the patient had unspecified injuries. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided: based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 11 years 4 months post implant of perfix plug, patient was diagnosed with hernia recurrence and abdominal pain thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. Note: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per legal complaint no.: (B)(4). The following was alleged by the patient's attorney: (B)(6) 2004: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. (B)(6) 2016: the patient had unspecified injuries. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2004: patient was diagnosed with indirect right inguinal hernia thereby underwent open repair with implant of perfix plug and patch. "Indirect inguinal hernia sac was dissected off the cord structures. A perfix plug was sutured to the internal ring and a patch of mesh was sutured to the inguinal ligament." (B)(6) 2014: patient was diagnosed with left inguinal hernia and abdominal pain thereby underwent repair. Per operative notes, "identified an intact repair of the right groin with a mesh ball in the inguinal canal. The left side showed a small indirect inguinal hernia. Indirect hernia sac was completely reduced and a piece of uncoated polyester mesh was sutured to cooper's ligament." (B)(6) 2016: patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with removal of mesh. Per operative notes, "found a mesh ball that was in the foreign body, this was carefully dissected free from its surrounding tissue. A lightweight synthetic mesh was placed and sutured to inguinal ligament." Attorney alleged that the patient had bowel obstruction, nerve damage, pain and hernia recurrence.